Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, delivery accuracy test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over or under delivery anomaly noted. No moisture damage on keypads, motor, vibrator, battery tube, reservoir tube or electronic assembly during visual inspection. The device had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had reservoir leak coming out of the blue transfer guard . The customer¿s blood glucose level ranged from 37 to 70 mg/dl at the time of the incident. Customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.